Event description:
It was reported that the patient passed away on (B)(6) 2023. It was later reported that the patient had altered mental status and hypotension at an outside facility. During transfer to the hospital emergency room, the patient became unresponsive. The patient was resuscitated but lifesaving efforts ceased after discussion with the patient's wife and care was withdrawn. The device operated as expected and the patient's death was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The patient¿s outcome was not considered to be device or therapy related and the device had reportedly operated as intended. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) lists potential adverse events, including other neurological events (not stroke related), that may be associated with the use of the heartmate 3 lvas. This document also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.